Event description:
While prepping patient's skin, guaze pieces separated and insect noted to be within guaze-dead.package saved for materials management if needed. No harm to patient. Skin prep re-done.